Event description:
It was reported that during a procedure at 79677 joules; 14:03 minutes, " stone in the prostate caused reflection back that wore on tip¿ and it was also reported that "excessive calcium deposits on gland causing fiber to not function properly". The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone at the bevel edge; the distal glass tip is detached and not returned; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.